Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16 using the pod 5 / page 44: warning: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. Living with diabetes 9 / page 107: advises: at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
It was reported that patient went to the doctor for an annual checkup and the patient¿s mother mentioned the skin irritation to the health care provider (hcp). This pod was worn between 24 and 36 hours. The hcp prescribed mometasone furoate to apply once daily to affected area and do not use for more than 7 days. A rash will form on the skin and sometimes there is some drainage on the pods if the pod is worn for the full 72 hours. Patient¿s mother stated this issue has been ongoing for several months. The patient didn't have the allergy until sometime around october when the patient began experiencing rashes. A new pod was activated. Patient¿s mother stated that after around 6-12 hours the irritation begins to form, they have to change the pod after 36 hours because a rash will form and the patient will scratch the pods off.